Manufacturer narrative:
Eval summary: as returned, the pin on the impactor has fractured at its base. The device had a potential field age of approx 4 years at the time of failure. The design has been modified to a less notch sensitive material in order to potentially reduce this type of failure in the future. Eval: review of the device history records did not find any deviations or anomalies. It is not suspected that the product failed to meet specs.

Event description:
It is reported that the device broke on impaction.